Event description:
During an atrial fibrillation ablation procedure. An effusion occurred, after approximately an hour and a half in the left atrium, during ablation on the right veins, an effusion was noticed. The patient's blood pressure remained stable. However, the procedure was stopped sometime after. At the end of the procedure, the effusion was stable, and the patient was sent to recover in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Log files were received but were unable to be analyzed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.